Manufacturer narrative:
The device was returned to olympus for inspection and customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions is traced to intermittent image and fluid inside plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had scope communication error. The issue was found during unknown procedure with an olympus back-up device. There were no reports of patient harm.